Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition (da) board to motor control (mc) cable was replaced, and the issue did not reoccur. The customer reported that the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1008 ((cbit) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1008 ((cbit) vent-inop: machine and proximal pressure sensors failed). The customer reported that the device was "bumped" into a wall, and the issue was observed. The customer then reported that the issue could not be duplicated during an evaluation. The device powers on in ventilation mode, and operates as expected. It was reported that no other codes were logged in the event log. The customer verified that the cable that connects the data acquisition (da) board to motor control (mc) was secured. The customer was provided with the part number for a replacement cable. The investigation is ongoing.